Event description:
It was reported that post a stenting treatment procedure instent restenosis occurred. In (B)(6) 2011, during a stenting treatment procedure the patient had a 32mm x 3.50mm ion stent implanted in the left anterior descending artery. Patient was prescribed aspirin and plavix. In (B)(6) 2012, restenosis in the distal portion of the implanted 32mm x 3.50mm ion stent was identified. A 3.0x16mm apex and a 3.5mm non-bsc balloon catheters were inflated multiple times to 12atms in the portion of instent restenosis. The procedure was completed by deploying a 3.5x24 promus element plus stent for 16 seconds at 18atms. No further patient complications were reported.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).